Event description:
It was reported that during a field service activity, a loose carriage was identified on the universal surgical manipulator 1 during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the universal surgical manipulator (usm) during a field service activity at the customer site. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis. Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. Upon visual inspection, there was a slightly expose between carriage top plate and carriage cover. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. There was no allegation of a product issue from the customer. This complaint was generated due to system parts requiring repair/replacement identified during a preventative maintenance (pm). The probable root cause is attributed to mechanical defects on the carriage cover and carriage top plate on usm.

Event description:
Refer to h11 for follow-up information.